Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analysis noted that the lead was received with the helix extended. However, there was no tissue on the helix at time of analysis. Concomitant product: 6949 lead implanted (B)(6) 2007.

Event description:
It was reported that after being in place approximately seven years the right atrial (ra) lead dislodged into the inferior vena cava. The physician felt the tip of the lead may have ingrowth so the lead was explanted and replaced. No patient complications have been reported as a result of this event.